Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. D9: returned to mfg: yes, date returned: 5/23/23, h10, remove: investigation conclusion code: 67, remove type of investigation: 4114, remove investigation finding: 3221. Add investigation conclusion code: 11, add type of investigation: 4118, add investigation finding: 3233. D9: returned to mfg: yes, date returned: 5/23/23, h10, remove: investigation conclusion code: 67, remove type of investigation: 4114, remove investigation finding: 3221. Add investigation conclusion code: 11, add type of investigation: 4118, add investigation finding: 3233.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that a cartridge alarm 1 occurred during bolus delivery. Additionally, it was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Reportedly, the cartridge was changed to address the issues and insulin delivery was resumed. Customer's blood glucose was 105 mg/dl.